Event description:
The customer reported that the system displayed a "bad iris pot" error message. In the 9600, this error message will shut the system down. There is no report of patient injury associated with this event.

Manufacturer narrative:
The customer rebooted the system and it was operating as intended. The customer opted to cancel the service call at this time.